Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts when the keypad was removed. None of the button keys had normal tactile feel. The pump returned with the audio bolus button missing and unresponsive due to a detached cover and missing white slug. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
(B)(4):during evaluation the keypad was found to be fully intact; no peeling or damage was observed. The pump was returned with the audio bolus button detached and the slug was missing. During testing, the keypad buttons responded appropriately. The audio bolus button was unresponsive. There was evidence of contamination found under all key contacts when the keypad was removed. None of the keys had normal tactile feel. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).